Event description:
Warning unit was blowing non-warmed air, cooling the pt. No adverse event resulting from the cooling.

Manufacturer narrative:
Results and conclusion: while the unit was reported as not warming air, there was no adverse event for the pt. No info was made available about the pt temperature monitoring; instructions indicate temperatures are to be measured every 10-20 minutes. Report is being provided in response to user report.